Event description:
It was observed during the device evaluation, that the colonovideoscope exhibited foreign material in the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the use of products that contain silicone can cause deposits of white foreign material. If used, there was risk that foreign material would remaind in the channel even if the reprocessing was conducted in accordance with the instructions for use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.